Event description:
Procedure type: lap chole. According to the reporter: the final part of the trocar one cm was missing. The trocar was used for laparoscopic access on plummer's point without success, and the trocar did not go into cavity. A surgical revision of the surgical site, an ultrasound scan of the wall and a abdomen rx was done; but, the fragment was not found. A new unit was used. Patient condition is good. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).